Event description:
A customer reported that there was data loss immediately after the pt was acquired. The data loss was confirmed by a field service engineer. The pt data did not get reconstructed so the customer tried to manually reconstruct the data and it was deleted automatically from the pet reconstruction server. The customer had to call the pt the next day for reinjection and re-scan.

Manufacturer narrative:
Philips investigation has determined the probable root cause to be a software nonconformance that may cause the auto delete function to incorrectly determine which files to delete, which may result in raw data being deleted immediately after scan acquisition and before images are reconstructed. This could result in a CT re-scan and/or reinjection of a pt. Philips has confirmed this reported incident is associated with c & r 1525965-12/05/2011-020-c, which was submitted to the FDA on december 5, 2011. The FDA has classified this issue as a class ii recall; therefore, this reported event is MDR reportable. Field safety notification 88200418, 88200420 was mailed to the customer on december 6, 2011. The field correction will be implemented with (B)(4). This customer site was confirmed to be on the consignee list provided to FDA for this correction. (B)(4).